Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for rsd/causalgia-complex regional pain syndrome and spinal pain. It was reported that the patient was implanted with the ins for foot pain. The patient stated that the ins did not provide relief for their foot pain so they were implanted with a different ins for the pain. There were no known factors that may have led to the issue. No device issues were reported. No further complications were reported/anticipated.